Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to disengagement from the helical channel. It was noted that visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, two leads were attempted but were not implanted in the atrium because each lead f ixation screw was not working. A third lead was successfully implanted. No patient complications have been reported as a result of this event.